Manufacturer narrative:
The system was examined and the reported event was replicated. A non-conforming image enhanced printed circuit board assembly (pcba) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 6, 2000. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming image enhanced pcba. However, how that image enhanced pcba became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ultrasound readings are not correct with the diagnostic laser. There was no patient harm.